Event description:
A report was received that the patients lead was causing pain at the lead site. The physician revised the patient's lead and added a second lead for better coverage. The patient is doing well following the revision.

Manufacturer narrative:
A review of the manufacturing documentation f the lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.